Manufacturer narrative:
Investigation into this event found elevated results associated with 2 tsh reagent packs of lot 1950. These packs are no longer available for further investigation. There was no evidence to suggest that the event was caused by instrument error. The root cause of the biased result is unknown.

Event description:
A customer observed positively biased tsh OEM qc results on the vitros eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This event represents 2 devices and is the same as 9680658-2007-00260. This report corresponds to ortho clinical diagnostics inc.